Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. It was also reported that the customer experienced a low blood glucose (bg) level of 66 (mg/dl). Contact reported that the low bg level was due to the customer programming a bolus prior to eating a meal, and not eating all of the food as programmed for the bolus. Customer consumed carbohydrates to treat the low bg level. Reportedly, customer will continue to use the pump for insulin therapy. Recommendation was made to consult with their health care provider to discuss diabetes management.